Event description:
Litigation papers allege that the patient after surgery, began experiencing pain around the site of the implant, constant discomfort and his mobility was severely limited. Patient has developed bone deterioration at the site of the impact and his ability to perform normal activities has been impaired. Patient was permanently injured both physically and emotionally. Update (B)(6) 2012-sales rep reported revision surgery due osteolysis and cup loosening. There was no new information that would change the outcome of the investigation. Update (B)(6) 2013-medical records were obtained. Part/lot was identified. Records indicated corrosion on the s-rom sleeve, osteolysis, and metalosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Update - (B)(4) 2013 - ppd received. Dor information was updated for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.